Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: how long was the delay? 5 minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent laparoscopic bilateral fallopian tube recanalization+hysterosalpingostomy with methylene blue solution+abdominal adhesiolysis on (B)(6) 2025 and suture was used. At 09:30, the problem of pulling off suture needle happened when the suture was used to sew the skin to the fifth stitch. The surgeon immediately took out the broken needle. After checking with the instrument nurse and the surgeon, the needle body was intact. Changed another one to continue the surgery and the skin suture was completed. This situation caused the patient's surgery to be delayed by 5 minutes and required re-suturing; the patient's incision is now healing well. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.